Event description:
During the procedure, the physician witnessed sparks related to the baylis medical company radiofrequency puncture generator. The generator ceased operation leading to a 20-minute procedural delay. As a result, a mechanical needle was used to complete the procedure. There was no impact to the patient or user. While there was no patient or user injury reported, baylis medical company inc. Has decided to report this event due to the malfunction of the baylis medical company radiofrequency puncture generator.

Manufacturer narrative:
There was no patient or user impact. The investigation on the malfunction of the device is ongoing. Based on the information reported, baylis medical company inc. Has decided to report this event. A DHR review was completed, and the device fulfilled all requirements prior to release.